Event description:
A site representative reported that the screws were stripped on a navigation system articulating arm. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the handle spins freely and does not tighten the arm. The arm is non-functional. The reported event was confirmed to be caused by a mechanical failure mode.